Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the cartridge tubing and infusion set tubing on multiple occasions. Reportedly, the customer primed the tubing to successfully remove the air. The customer's blood glucose (bg) level as high as 400 mg/dl and the bg level was addressed with a manual injection.